Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent closure of forehead laceration on (B)(6) 2014 and suture was used. Laceration was repaired with interrupted placement of suture for cutaneous closure. (B)(6) 2014, the patient experienced pain and imbedded suture, and the suture was removed by a physician. The patient experienced poor cosmetic outcome.